Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that she had no power to her aviva meter, and experienced a hyperglycemic event. Customer was able to test on her neighbor's meter with a result of 340 mg/dl, and her grandson transported her to the hospital. She was admitted and the hospital received a reading fo 350 mg/dl on their meter for the customer. The customer was given insulin (type unknown) to treat the issue, and was released from the hospital 2 days later. Requested return of suspect device and replacement was sent.